Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood in the guide wire lumen and on the balloon. There was no contrast visible. A stopcock was returned attached to the hub. This is all consistent with the reported information that the product was at least partially advanced over a guide wire. Factors which may contribute to resistance between the sds and guideliner during advancement include, but are not limited to, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guideliner catheter lumen, damage to the guideliner catheter, or interaction between the stent and guideliner. The guideliner and guiding catheter used during the procedure were not returned and may have aided in the investigation. Although a conclusive cause cannot be determined for the reported difficulty positioning the promus sds through the guideliner, there is no indication of a product quality deficiency. Analysis noted that the stent implant was dislodged from the balloon and was not returned, confirming the reported stent dislodgement. There were crimp marks between the markers on the balloon that indicated that the stent implant had been properly positioned at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the accessory devices. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. It is likely that interaction between the stent and the guideliner contributed to the reported stent dislodgement, as there was reported resistance advancing the promus sds through the guideliner. Analysis also noted two bends in the hypotube, located distal to the strain relief tubing. The bends were not initially reported and likely occurred as a result of handling during the procedure or from handling of the product during packaging/shipment back to abbott vascular for investigation. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have actually contributed to this complaint and there have been no other incidents reported for difficult to position or stent dislodgement for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position or stent dislodgement for this lot. Although a conclusive cause cannot be determined for the reported difficulty to position, the stent dislodgement and noted bends appear to be related to the operational context of the product, and there is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that while advancing the promus stent delivery system (sds) through the guideliner, the stent dislodged into the guideliner. The dislodged stent was removed with the guideliner. Identities of the guide catheter and guide wire are unknown. No adverse patient effects were reported. No additional information was provided.